Event description:
Initial and additional info was received from a consumer on (B)(6) 2011: a (B)(6) female (at the time of event onset) received poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) in (B)(6) 2006. The dermatologist injected it under her eyes, above her eyebrows and around the hollows of her cheeks. Three visible nodules developed above and under her eyes greater than or equal to 5 mm. She developed puffy / swollen spots where it was injected under her eyes. The puffy / swollen areas were getting bigger. The nodules under her eyes from sculptra have fused into a puffy, flat area one inch by a half inch. Her doctor was considering injecting steroids into the area which he thought may reduce the swelling. She spoke to a plastic surgeon about eye surgery and he said the puffiness wasn't normal (it was not from aging). She received treatment with intralesional injection of hyaluronic acid [restylane] in (B)(6) 2009 which made it worse. There was no evidence of a systemic process developing after injection. A biopsy was not performed. The consumer stated she knew the event was from the sculptra injections. She had no history of immunological or collagen vascular disease. At the time of the report, the outcome of the event was ongoing and was characterized as protracted or prolonged. There was no evidence of permanent impairment of a body structure or function. No further relevant info reported.